Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer was unable to boot and displayed an error number. The programmer is expected to be returned to the manufacturer. There was no patient involvement.